Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during an umbilical hernia repair, the blue seal torn and separated from the trocar. A new trocar was used to complete the procedure. Nothing fell into the patient cavity.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led (concurrently with engineering) an evaluation of one versaport* v2 bladeless optical trocar 12mm opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident states that during an umbilical hernia repair procedure the seal torn and the seal disengaged. Visual examination of the trocar head assembly revealed the circular seal was disengaged. The condition of the instrument precludes functional testing. Visual inspection of the returned product confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the disengaged circular seal and the reported condition was confirmed. A review of the current historical complaint data reveals no trend for a device related failure for this condition. Based on the product analysis, the failure was confirmed to be attributed to the reported event. Replication of the observed damage may occur if a device is forced through the seal causing the seal to disengage during clinical application. No enhancements or improvements were generated for the reported condition. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.